Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced an infusion set leakage event on (B)(6) 2025 from the cannula. No further information available.